Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was cracked, and evidence of moisture was visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was found inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the complaint, the battery cap threads were damaged; however, the cap secured properly to the pump to maintain power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.